Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the harvester had a difficult time inserting the tip through the shaft and when she finally did get the tip down, it felt like something broke off inside the shaft itself. There were no loose parts or outwardly broken pieces. A new kit was opened to complete the procedure. There were no patient effects. The product is returning.

Manufacturer narrative:
The device has not been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted when the device is received and the investigation is completed. (B)(4).